Event description:
The procedure was a diagnostic laparoscopy. The blunt clear window, on the distal end of the device, separated and fell into the pt's abdomen. It was removed from another trocar site. There was no pt injury.